Manufacturer narrative:
Event date approximated at (B)(6) 2016 - stated to be performed in the week prior to reporting to the medtronic representative. Follow-up confirmed the procedure occurred between (B)(6) 2016. On 01/12/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 01/20/2016 software investigation was completed. The logs do not contain anything that specifically indicate why the navigation system became unresponsive. This issue was documented in a medtronic software anomaly tracking database. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report that, while in an ear, nose & throat (ent) that was performed the previous week, the site's navigation system became unresponsive two times. Both of these instances occurred during the navigation task, and a re-boot of the navigation system resolved the issue both times. The issue did not reoccur. The surgeon continued and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.